Event description:
It was reported that following a cataract plus trabecular microbypass stent procedure, the patient presented with decreased intraocular pressure (iop) associated with choroidal and retinal detachment approximately one (1) week postop. Per report, the patient subsequently underwent three (3) vitreous procedures and stent removal; however, the iop is unable to be stabilized. Reportedly, the patient''s condition is "deteriorating" and the patient is scheduled to undergo another procedure. The report noted that the surgeon attributed the event to rhegmatogenous retinal detachment prior to the cataract plus stent procedure.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hypotony, choroidal complication and corneal complication are identified as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported event could not be conclusively identified. However, the surgeon attributed the event to rhegmatogenous retinal detachment prior to the stent procedure. MFR# (B)(4).

Event description:
Through follow-up, the following additional information was received. The report clarified that the patient underwent stent removal during vitrectomy (vit) surgery, and did not recover despite undergoing three (3) procedures. The patient was referred to another hospital, and the patient's current status is unknown.

Manufacturer narrative:
MFR# reference: (B)(4).